Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s lead had become dislodged and thus there was a loss of sensing. The patient¿s implantable cardioverter defibrillator was programmed to back-up vvi. The patient will be monitored.

Event description:
New information received stated that on (B)(6) 2020, the patient presented to the hospital for a scheduled pulse generator upgrade and lead revision procedure. The atrial lead at the time was programmed to vvi and not in use. During the (B)(6) procedure, the lead was capped and replaced successfully. The patient was not adversely impacted by the event.